Manufacturer narrative:
The device was returned for analysis. In this case, the returned device analysis could not test the reported difficult to remove (anatomy) as this was related to patient/procedural conditions. The analysis was unable to confirm the reported difficult to open or close (gripper actuation - single) as both grippers were able to actuate as expected. The reported deformation due to compressive stress was confirmed as one of the grippers was observed to be bent. The frictional elements were observed to be bent. The collet was noted to be broken. The release crimper was noted to be loose. The actuator mandrel was noted to be protruding from the proximal end of the actuator knob. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Tissue damage (unspecified tissue injury) is listed in the mitraclip gen4 instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported difficult to remove (anatomy) was likely due to challenging anatomy and procedural conditions as the anterior leaflet got caught on the gripper arm but was able to be freed after troubleshooting. The reported single gripper actuation issue and the deformation due to compressive stress were cascading effects of the reported difficult to remove (anatomy) and the troubleshooting attempts. The observed bent frictional elements, broken collet and the observed loose release crimper was related to the troubleshooting attempts to free the gripper from the leaflet therefore due to procedural conditions. The material protrusion (actuator mandrel) was related to the loose release crimper. The reported unspecified tissue damage was a result of the reported difficult to remove (anatomy) as the leaflet was caught in the gripper and a piece of tissue was seen stuck in the gripper once outside the anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The first clip was implanted, without issues. To further reduce mr, a second clip was advanced. When the clip was advanced into the left ventricle (lv), while opened to 120 degrees and pulled back towards the valve the anterior leaflet got caught on the gripper arm. Trouble shooting was performed to free the leaflet, and it was noted that the leaflet was actually caught behind the gripper via a chord and not on the gripper "tooth". While trouble shooting, it was noted that one gripper was not responding to actuation or retraction. The gripper was moving but was being hindered by the interaction with the leaflet. As a result, the gripper became noticeably bent. The clip was inverted, and the clip was retracted into the left atrium while the grippers were dropped. This allowed the entrapped chord to release and the clip to be withdrawn into the atrium. Due to the lack of actuation and bent gripper the clip was removed from the patient and was replaced with another. Once outside of the anatomy the device was examined, there was a small amount of tissue caught in the gripper arm. A total of two clips were implanted, reducing mr to 1. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.